Event description:
The patient was admitted from another hospital for treatment on an aneurysm. The treatment site was the front traffic artery with an aneurysm that had a height of 9.5mm, width of 4.1mm, length of 5.3mm, a neck of 4.1mm, and a neck to sac ratio of 1 mm. The aneurysm had an "l" shape. During a coil embolization procedure, the coil stretched during advancing in the (mc) microcatheter. The coil delivery system and mc were removed as a unit. Another device was utilized to complete the procedure. The device will be returned for evaluation.

Manufacturer narrative:
No neck remodeling was utilized. A boston sl mc was utilized with the coil. Adequate continuous flush was maintained through the mc at all times. Prior to use, the mc was re-shaped, and a shaping mandrel was used. There was no resistance between the gw and the mc when accessing the target site, however, there was resistance during advancement of the coil through the proximal part of the mc. Prior to this coil, no other coils went through the same mc. There were no kinks in the mc that have may have contributed to the event. There was no resistance when the coil was advanced/repositioned/withdrawn. The mc was not utilized in guidewire fashion. Prior to repositioning, one to one relationship between the coil & delivery tube was verified with fluoroscopy. Coil entanglement with previously placed coils was not suspected to contribute to the event. After stretching was noted, the coil was withdrawn back into the mc with difficulty, however, the coil was successfully removed from the patient still attached to the delivery system. The mc remained at the target site with the coil still attached to the delivery system. No additional intervention was required. The final outcome was that the entire coil was removed through the mc. There was no flow restriction/reduction as a result of the event. The patient status post procedure as compared to pre-procedure was better. There was no adverse outcome to the patient as a result of the event. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.